Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the display of the customer's was white. A white display is indicative of a device lock-up. During device evaluation, the third-party service agent observed that the device would not deliver therapy. It was also observed that the service led was illuminated and that the device had an logged event code into the memory. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the system pcb assembly and the user interface pcb assembly. Once proper device operation was confirmed through functional and performance testing, the device was returned to the customer. The removed system pcb assembly and the user interface pcb assembly were returned to physio-control for further evaluation. Physio evaluated the removed system pcb assembly but could not observe any discrepancies. Physio also evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 being thermally sensitive. This ic chip, designator u2 on the user interface pcb assembly being thermally sensitive caused the device to lock up during a boot cycle with a white screen.